Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: it is important to note the leak was found post op but when [surgeon] re submitted the patient he found a ¿opening on the staple line - causing the leak (used a writing pen as an example-the opening was the size of the end of a pen you push to retract the pen point). He drew it on a piece of paper as '__ _________ '. This was found 3-4 days post op. Nothing was found no issues during the procedure. On what tissue type was the device used? At what location on the tissue? Colon; unknown on which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. Where in the green zone was the device fired? Yes. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? Unknown. Was the tissue pin in place prior to firing? Unknown. Was the instrument fired across or near an existing staple line or clip? This firing was to close off the topotomy during a functional end to end. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes, tlc. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? Unknown. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Intact. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Colon-regular. Was a leak test completed? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? No (functional end to end) what were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. Where the staple legs unformed or did they have irregular shapes? Unknown.

Event description:
It was reported that during a colon procedure, the staples of the device did not form during the functional end to end anastomosis. It is unknown how the procedure was completed. There was no adverse consequence for the patient. The device was discarded.